Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported a loss of therapy. The trial was fantastic and the implant was initially after implant but then she was recalibrated and they never got it to work after that. They had 2 or 3 revision surgeries and never got it working again. They didn't know why therapy stopped working. Some leads remained implanted but were not in use. The leads were taken out of the occipital area but the ones going up her back to the unit were still implanted. It was noted that the patient no longer had a managing healthcare provider (hcp) due to an insurance goof. This was noted to be a sudden change in therapy in (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported her device was inactive. She had two to three revision surgeries to get the device working, but it did not help. There were no symptoms reported. The patient asked if it was normal to leave the device in the body and try later to see if it would help. In (B)(6) 2011 the wires in the head were removed, but the implantable neurostimulator (ins) and wires in the back were still implanted and inactive. Relevant medical history included occipital neuralgia. No troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6)2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Updated method, results, and conclusion codes for imdrf harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s stimulator was life-saving, but, two weeks after implantation when it was recalibrated, it didn't work properly. Even after two revision surgeries it didn't work properly. At the time of the report, the patient was rotting away in their bed and getting worse. No further complications were reported or anticipated.